Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on - stuck on splash screen) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on - stuck on splash screen.